Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on a pt. After successfully deploying the stent, during retracting the rapid exchange biliary stent system from the pt, the catheter hung up inside the scope. The physician forcefully pulled on the rapid exchange biliary stent system resulting in the catheter breaking in half. All broken device components were removed from the pt, however, it is unk what device or method was used to remove the broken device components. Post procedure all remaining broken device components inside the scope were successfully removed. There were no adverse events reported to the pt. Post procedure, the pt is reported to be in good condition.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.